Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protégé gps with a 7fr sheath and non-medtronic guidewire during treatment of a 20mm lesion in the patient¿s mid right subclavian artery of diameter 12mm. Moderate vessel tortuosity and calcification are reported. IFU was followed. Device prepped without issue. Pre-dilation was performed using a 12x20mm pre-dilation device. It is reported that a break/fracture occurred at the luer/hub during delivery through the vessel. The device was replaced to complete the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis: the protégé gps stent was returned for evaluation within a safkpak biohazard pouch and within a biohazard bag. No ancillary devices, cine, images or procedure notes were returned for evaluation. The device was removed from the packaging for additional analysis. The protégé gps was returned with the stent observed within the outer sheath. The safety lock was observed loose. The returned protégé gps device reveal the lock housing was separated from the manifold. Due to the severity of the damage, the outer sheath was skived to remove the stent. Visual inspection of the stent revealed no abnormalities or deformities. The inner distal assembly of the stent delivery system was cut proximal of the stent retainer to allow examination of the sonic weld separation faces. The sonic weld separation faces exhibit good and complete sonic welds. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.